Event description:
The technician alleged that the brakes would not hold at the foot end of the stretcher. No patient impact.

Manufacturer narrative:
The technician replaced the brake rocker arm on the foot end of the stretcher to resolve the issue.